Event description:
A consumer reported blurry distance vision two years following intraocular lens (iol) implant surgery. Limbal relaxing incisions were used to correct astigmatism at the time of the implant procedure. Add'l info was received from the surgeon reporting the pt's myopia is being corrected with refraction. It was also reported this pt has posterior capsule opacification (pco).

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/25/2009 and 12/01/2009 by mail, fax and phone. A completed questionnaire was returned by the surgeon. (B) (4). (B) (4). (B) (4).